Event description:
It was reported that a cartridge change error occurred. The customer¿s blood glucose (bg) level displayed as "high"; although specific value was not provided. Elevated bg was addressed by manual insulin injection. The customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later the same day.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.